Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Additional components potentially involved in the event include: common device name: octrode lead kit, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000164945.

Event description:
It was reported that the patient experienced migration of the ipg and ineffective therapy. X-ray imaging revealed fracture of one lead. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein the ipg and lead were replaced to address the issue. It is unknown which lead fractured. Therapy was restored post-operatively.